Manufacturer narrative:
Related report numbers: 3004548776-2026-00092.

Event description:
The following has been reported by customer: system error 104 error comes when changing the syringe, or after we have provoked the alarm on the syringe holder. After closing the syringe holder, the above error is displayed. The software version is v.04.3. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.